Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 5076, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
Product event summary #the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device met 65% of the expected longevity.

Event description:
It was reported that the clinician feels that the device is approaching recommended replacement time (rrt) faster than expected for the programmed settings and therapy usage. It was also reported that the patient is pacing less than 1% of the time and has no known use of shock therapies. The device remains in use. No patient complications have been reported as a result of this event.